Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The measurable dimensions of the broken screw were checked and found to be in compliance with the technical drawings of ao/asif specification. The cross section surface shows no irregularities which indicate material conformity as well. Unfortunately there are no further details known. Therefore it is assumed that too high applied mechanical force must have cause the breakage. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event and the examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability.

Event description:
A removal operation was performed on (B)(6) 2011 due to a bone coalescence completion. At that time two maximum distal screws of the products were removed, a portion of the head of the screw was found to be broken. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.